Event description:
Boston scientific received information approximately 6 weeks from the date of implant that this patient had been experiencing tenderness, bodily fluid discharge and redness of the xiphoid/distal incision locations associated with slight erosion of a single stitch at the distal incision. The physician felt this may have been caused by the patient's thinness, potential underlying superficial sutures, the use of suturing glue, or the use of vicryl 3-0 suture material. The patient was presented back to the electrophysiology (ep) laboratory. The xiphoid and distal incisions were reopened and cleaned. The patient's tissue was used to overlap the suture and distal areas of the lead. The wound was closed using prolene 3-0 suture s without incidence. The device or lead were not repositioned and subsequent defibrillation threshold testing was not performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is completed. This investigation will be updated should further information be provided.